Event description:
The date I have mentioned above was the date the symptoms primarily started. I was bombarded with dizziness, blurry vision, bladder irritation, muscle twitching, muscle and joint pain, inflammation, rib cage pain, night sweats, weakness in my arms and legs, hand weakness, and shakiness, brain fog, dehydration, sensitivity to light and sound, anxiety, ibs, heart palpitations, skin paleness, balance issues, and fatigue among other things. These symptoms started around that date in october and continued until explantation of my breast implants on (B)(6) 2019. My implants were put on (B)(6) 2012. FDA safety report ID# (B)(4).